Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (b0(6) 2019 reporting that the implantable neurostimulator (ins) had been dead for about a year. Now the patient had pain coming back gradually and sharp pain in their back. The patient went to connect to their implant but was unable to with either external device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the reason for the patient's call was to have a manufacturing representative at the patient's appointment on (B)(6) 2018 at 8:45 am. The patient stated that about 6 months ago they stopped using their ins. The patient stated that they had a lot going on in their life at that time and they didn't like lugging around all of their equipment. They also stated that their external equipment didn't work. They stated that they stopped using the ins because it quit working. They stated that they tried to charge and nothing would show up or come up or do anything. The patient was not able to confirm if they stopped using their spinal cord stimulator (scs) because their ins wasn't charging or if their equipment broke so they couldn't charge their ins. The patient stated they started taking pain medication to stop it from hurting so bad and they got one of those electric things from (B)(6) to help some with their lower back. The patient was now considering an ins replacement and wanted to know what their options were going forward. The patient stated that they either needed a battery change or needed it taken out. No troubleshooting could be done due to a lack of access to the product. The patient stated that all of their equipment was dead but they stated that they couldn't remember if their equipment didn't work because the ins battery was dead, so they couldn't connect to their ins or if the equipment itself was broken. Patient services advised the patient to put new batteries in their patient programmer and verify that it powers on. They also advise the patient to charge their recharger and told the patient if they had problems with either piece of equipment to call patient services back before their health care provider appointment on (B)(6) 2019 to ensure that the patient takes working equipment with them to their appointment. The event began about 6 months ago in 2019. It was noted that the patient seemed that they needed a new scs device instead of charging their current battery. The patient mentioned that her husband had one that he control with his phone and that seemed easier than lugging around all of the equipment. No further complications were reported/anticipated.